Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 1500 mg/dl. Customer alleged the pump was caused elevated bg. Customer was admitted to the hospital and treated with insulin drip and insulin injections. Pump cartridge and infusion set were changed; no issues were observed. Customer was discharged on (B)(6) 2018 with the elevated bg resolved. System check was performed with tandem technical support and no device issues were identified. Customer declined to check the infusion set site. Customer continued to use pump for insulin therapy.